Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that electromagnetic interference (emi) leading to oversensing was observed on the device. The oversensing led to the delivery of inappropriate anti-tachycardia pacing (atp). Technical support was contacted and confirmed that the emi was likely due to an external source. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.